Manufacturer narrative:
Qc and system check have been within specification. Service was not dispatched. The customer sent the samples to customer product line support (cpls) data are not available. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous reactive toxo igg results, which was generated by unicel dxi 800 access chemistry analyzer. The result was reported out of the laboratory. The sample was repeated on the same unit and a reactive result was obtained. The sample was repeated on an alternate method and produced negative results. A previously known non-reactive sample was re-run on the same unit and a reactive result was obtained. Patient treatment was not impacted by this event.